Event description:
On 9/16/2010, the customer reported that the device was no longer recognizing the pads cable.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.